Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown cement. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the cement loosened.